Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the device failed a test step during testing. Additionally, the device also failed nurse's call step. The connector is pushed up but can still be connected. It evidently is not functioning. The system board was replaced to resolve this issue on the device. Additional findings not related to the malfunction/issue include damage to the top and rear enclosure.